Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that on multiple, intermittent occasions, the customer experienced "bolus issues". Customer alleged that an unintended bolus of 125 units (u) was displayed in the bolus history. Reportedly, the customer does not recall requesting the bolus. At the time of the event, the customer's blood glucose (bg) level was 96 mg/dl. Tandem technical support educated customer that the max bolus limit would not allow a bolus of 125u. However, customer maintained that pump delivered unintended boluses. Although requested by cts, the customer declined to upload the pump data logs for review or provide a photo of pump history display. Tandem field representatives attempted to contact the customer multiple times to provide additional troubleshooting, however, the customer did not respond.